Event description:
A caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. The customer declined troubleshooting steps but successfully loaded a new cartridge before contacting support and resumed insulin delivery. Customer support advised the caller to follow up if issues persisted, and the caller requested replacements for the cartridge and infusion set, both of which were changed. Customer support agreed to send the requested replacements, and no further action was needed.